Manufacturer narrative:
(B)(4).

Event description:
An inflammatory mass was reported. Patient developed granuloma at t-12, l-1. It was dissected and old catheter was completely removed. It was an 8mm granuloma "intertwined in neuro fibers", hence could not be removed entirely. The pump and the catheter were replaced. The new catheter tip was located at bottom of l-2. The drug infused was dilaudid 30 mg/ml at 1.44 mg/day. Patient was refereed to pain clinic and they were planning on reducing drug concentration.